Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision for the fractured right ventricular (rv) lead, they decided to explant and replace the right atrial (ra) lead as well due to high pacing thresholds. No additional adverse patient effects were reported.